Event description:
Procedure type: bilateral inguenal hernia repair w/ mesh. Reportedly, the seals of the first two devices fell off into the patient's cavity, and were removed. Graspers were used to remove each seal. Both times the devices were introduced into the same incision. Or time was extended 30 minutes. Used another device to complete the procedure. No pt injury was reported.

Manufacturer narrative:
.